Event description:
The customer reported that when the mrx defibrillator did not have a pt connected to it, but was connected to the mp70 monitor, a waveform was shown on the mp70. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.